Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument's outer sheath was showing orange indicator. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the damage was observed on the mcs instrument, in sections 2 and 3 of the image. The instrument will be returned and there are no photographic images available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.2145¿ x 0.0760¿. There was no material missing. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.